Manufacturer narrative:
The actual device used in case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that two units were returned. Visual examination of the first occlusion balloon wire revealed that the occlusion balloon material was baggy and cloudy indicating it had been inflated at one point. There is a kink in the extension wire 5cm from the proximal end. The positive stop is closed. The occlusion balloon was tested by inflation and a leak was noticed. The second sample returned was visually examined and no kinks or other damage was found. The occlusion balloon material was baggy and cloudy indicating it had been inflated at some point. The inflation test could not be performed on this sample due to dried contrast and/or blood in the occlusion balloon wire hypotube or within the balloon area preventing flow or fluid into the system. The occlusion balloon wire was soaked in water and a second attempt was made to test for leaking. Leaking was noticed. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for deflation. This analysis is complete as of today (B)(4) 2011.

Event description:
It has been reported to us that the occlusion balloon deflated during the procedure. The physician inserted the stent and deployed it into the lesion. The physician inserted the occlusion balloon wire and inflated the occlusion balloon to occlude the vessel. The physician attempted to insert another stent catheter and the occlusion balloon deflated. The physician continued the case and deployed the stent into the vessel. The patient is reported to be fine.